Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that port 4 of the blood sampling valve (bsv) was cracked. The fse replaced the bsv, which repaired the errors. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer was generating voltage low readings. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.